Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information. Further information was requested but not received. Date of event and therapy dates have been estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 1627487-2019-08285. 1627487-2019-08286. It was reported that surgery occurred to explant the patient's system due to the loss of therapy. No further information could be obtained.